Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Qc and system information has not been supplied to date. The customer sent the sample to customer product line support (cpls) for additional testing. Cpls was unable to replicate the customer's erroneous results. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneous free thyroid hormone (ft3) results for five (5) patient samples that were generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported out of the laboratory; however, subsequent testing on an alternate instrument produced results within the normal reference range. It is unknown if patient treatment was affected. Separate reports 2122870-2011-00534, 2122870-2011-00535, 2122870-2011-00537, and 2122870-2011-00538 have been submitted for the other patients associated with this event.